Event description:
It was reported that the patient experienced ineffective therapy and pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.